Event description:
A user facility reported to olympus while prepping for use, there was wear on the light guide connection of telescope, 12°, 4 mm. The unidentified therapeutic procedure was completed. There were no reports of patient or user harm associated with this event. The device was returned, and olympus repair center identified the light guide connector was detached. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation of the returned device.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the customer's original reported issue of light guide connection wear was confirmed. The following additional findings were also noted: bent outer tube on the insertion part, bent light guide connection part of the light guide connector, and the insertion part of the internal lens deposits cloudy image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to user error, improper handling as well as application of excessive force. Olympus will continue to monitor field performance for this device.